Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a phenom 27 catheter used in the index procedure. It was noted that the event was possibly related to the study procedure.

Manufacturer narrative:
Continuation of d10: product ID sfr4-4-40-10 (d007637); product type: product ID (unknown); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment for ischemic stroke in the left internal carotid artery, a mechanical thrombectomy for a clot in the left internal carotid artery was performed using a react-71 catheter, sfr4-4-40-10 stent, and phenom 21 catheter. Intravenous tissue plasminogen activator was contraindicated. The nihss score improved from a baseline of 18 to 7 post-procedure, while the tici score remained at 3. On 24-hour post-operative imaging obtained on (B)(6) 2025, an intraventricular hemorrhage was identified, possibly related to the study procedure and devices. The stroke onset to reperfusion time was recorded from (B)(6) 2025 at 09:30 am to 15:47 pm. One pass was made with the device. Access was femoral. The patient status was said to be alive with no injury.

Event description:
Additional information received reported the day after the procedure, on (B)(6) 2025, computed tomography (CT) showed early subacute infarction and acute intraventricular hemorrhage (ivh), intraparenchymal hemorrhage in the infarcted area of the left medial temporal lobe suggesting a possible relationship to the procedure. No patient symptoms were report and no additional treatment was required. The patient's condition continued to improve. Baseline nihss was 18, it had improved to 7 at 24 hours post-operative, and nihss was 1 at discharge. The events were noted to be resolved and patient recovered on (B)(6) 2025. The patient was discharged on lixiana, a blood thinner medication. The site assessment concluded the events were not related to the patient disease understudy or an underlying condition. Both the site and sponsor concluded the events were possibly related to the aspiration catheter, stent retriever, and the index procedure. The sponsor assessment also did not rule out that the event could possibly be associated with the phenom microcatheter.

Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.